Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (B)(4) and is labeled as an investigational device only."

Event description:
It was reported that during a vats small thoracotomy procedure, a metallic sound was heard during use. When the device was activated after it was removed from the patient's body, the blade was broken off. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.

Event description:
As reported: final angio showed dissection of the right femoral artery. Decision to do a vascular prosthesis. The patient status after procedure was excellent. As per clarification from the (B) (4): the whole team is not 100% sure when the dissection happened. They think the dissection happened in the beginning because they dilated the vessel several time to achieve access.